Manufacturer narrative:
(B)(4) - the reported condition of a secondary medication set that was alleged with a bent spike was confirmed during product evaluation; however no definitive root cause could be determined. A batch review could not be performed, as the lot number was unavailable. Should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative that one medication set, cl sec med set 35" w/ll&hangerno needle or distal connector, was alleged to have a spike that was bent. This was observed when accessing a "churchill" brand 500ml empty bag (associated with product code "100701d"). The reporter indicated that the the user was unable to spike the bag due to the bent spike. This condition was observed prior to compounding. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The sample is available for evaluation. No additional information is currently available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4) - initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.